Event description:
It was reported that the patient experienced an event where an infusion set accidentally pulls the infusion set patch off when he tries to unclip the tubing from the site on (B)(6)2026.

Manufacturer narrative:
MDR 3003442380-2026-50014 / initial 3 of 5.based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 802154.manufacturing site: 3003442380.